Event description:
User facility mandatory medwatch received that stated: "the outpatient surgery nurse was called to the room by the pt. The pt had just returned from the bathroom and reported that he was short of breath. The pt's o2 saturation was 88-89%. The nurse noted that the second unit of blood was almost completely infused. This second unit of blood had nearly completely infused in 2.5 hours even though the pump was set at 80cc/hr. The infusion should have taken four hours. The pt was sent to the ER for eval and then was admitted to the hosp." Upon further query, the following info was provided that indicated the pt received more blood product than intended. At an unspecified time, line a of the pump was programmed to deliver 0.9% sodium chloride solution at an unsecified rate. Line b was programmed in the piggyback mode to deliver 250ml of packed cells at a rate of 80ml/hr and the delivery was started. No further programming parameters were provided. Approx 2.5hrs later, the pt reported shortness of breath. At that time, the nurse noted that the unit of packed cells had infused. The device was removed from clinical service. The pt was admitted to the emergency room for respiratory distress. The pt was treated with oxygen and an unspecified dose of lasix. After an unspecified length of time, the pt was admitted to the hosp. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.